Event description:
A pump malfunction was reported with alarm 20 occurring during its operation. The impact on the customer's blood glucose level was not disclosed. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.